Event description:
The customer reported the sys alarmed. The fse noted, "alarm is triggered. No images. Black screen is displayed intermittently. "The description is indicative of a sys lock up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and reloaded the pc guard software. The sys operates as intended.